Event description:
The customer reported that the top of the touchscreen did not work properly. There was no patient involvement at the time the reported event occurred. There was no patient or user harm reported. The customer performed touchscreen calibration however it did not resolve the issue. The remote service engineer provided the customer with the part number to replace the touchscreen.

Manufacturer narrative:
The customer replaced the touchscreen, and the issue was resolved.